Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of around 576 mg/dl. The customer had not reported any symptoms. The customer treated with manual injections. Customer's blood glucose value was around 576 mg/dl at time of incident. Customer's current blood glucose value was 461 mg/dl. Customer stated she started having the high on (B)(6) after she changed her infusion set and was hospitalized in the morning. Troubleshooting was performed. The customer was hospitalized on (B)(6) 2017 at 7:30 am. The blood glucose value when admitted to hospital with 425mg/dl. The customer complained about hyperglycemia. The customer cause of hospitalization per healthcare professional's was hyperglycemia and couldn't breath. The drive support cap appears normal (slightly indented). Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. The product was not returned for analysis.